Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient's ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to the need of a magnetic resonance imaging. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg was non-functional and would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient's ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.